Event description:
It was reported that, during an ukr surgery, the pin driver was stripped: the little insert in the tip that hooks onto the pin lost its weld so it spins instead of grabbing the pin. The surgery was resumed by using a back-up device. Surgery was delayed, but it is unknown for how long. The patient was not harmed.

Manufacturer narrative:
H3, h6: the device, intended to be used for treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. Visual investigation was performed and confirmed that the inner cylinder of the pin driver had fallen out. The relationship of the device and the reported event has been established. The broken pin driver was due to a mechanical component failure. Contributing factors were related to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw and resulting in the inner cylinder of the pin driver separating from the shaft.